Event description:
It was reported that patient lost stimulation and ipg could not communicate with external devices. It is unknown if patient stopped recharging ipg and no falls, accidents or trauma were reported. Surgical intervention was undertaken and ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.